Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The second system that was reported was not manufactured by medtronic, rather it was a non-medtronic (edwards sapien) transcatheter valve system. Information pertaining to the medtronic device was reported on medwatch #9612164-2025-05275. Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient's family member that during a transcatheter bioprosthetic valve implant procedure, the valve went "st raight through" and could not be implanted. A new valve was attempted to be implanted but it created a "fissure in the artery." The patient died the same day. Additional information was received that the first valve was implanted but embolized into the ascending aorta. The fissure was a dissection of the ascending aorta. It was unknown whether the valve caused the vascular complication. Per the physician, the cause of death was tamponade which was not attributed to the delivery catheter system (dcs). Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The second valve used and implanted was a non-medtronic (sapien 23) valve. Per the physician, the tamponade that resulted in death was due to the aortic dissection but the cause of the aortic dissection was not known. The physician did not attribute the injury or subsequent death to the first dcs, but it was unknown whether the first valve or the non-medtronic system were contributing factors.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-26, serial/lot: unknown, use by date: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient's family member that during a transcatheter bioposthetic valve (pli 30) implant procedure, the valve went "straight through" and could not be implanted. A new valve (pli 10) was attempted to be implanted but it created a "fissure in the artery." The patient died the same day.

Manufacturer narrative:
Updated: b2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient's family member that during a transcatheter bioposthetic valve implant procedure, the valve went "str aight through" and could not be implanted. A new valve was attempted to be implanted but it created a "fissure in the artery." The patient died the same day. Additional information was received that the first valve was implanted but embolized into the ascending aorta. The fissure was a dissection of the ascending aorta. It was unknown whether the valve caused the vascular complication. Per the physician, the cause of death was tamponade which was not attributed to the delivery catheter system (dcs).